Event description:
It was reported that the patient's pocket was inflamed and almost breaking through the skin. The device was explanted and replaced.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.